Event description:
It was reported that syringe 0.3ml 30g 8mm 10bag 500 EU had scale marking issues. The following information was provided by the initial reporter: scaling incorrect.

Manufacturer narrative:
H6: investigation summary: customer returned an image of two syringes. The syringe on the left appears to have the graduation marks printed slightly lower than a standard syringe. However, without directly measuring the sample, we cannot accurately confirm that the markings are out of specification. A review of the device history record was completed for batch# 0216735. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Based on the samples received, bd was unable to directly test and confirm the customer¿s indicated failure of the scale markings being misaligned. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30g 8mm 10bag 500 EU had scale marking issues. The following information was provided by the initial reporter: scaling incorrect.